Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4) ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 540 mcg/day) via an implantable infusion pump. It was reported that during a normal and expected pump replacement due to pending end of service, it was noticed that tissue was growing within the sutureless connector piece of the catheter and partially blocking it. The catheter segment was replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's weight was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2020 during a procedure. The pump was replaced on (B)(6) 2020 and would be returned. It was reported during an elective replacement procedure, the surgeon noted pliable tissue in the pump pocket. It was noted the original pump was implanted in 2012, with a subsequent replacement in 2013 {refer to manufacturing report 3004209178-2012-11368 regarding this pump replacement}. The surgeon believed the pliable tissue noted during the replacement on the date of this report was rectus muscle and that the previous pump implanted in 2013 may have been inadvertently placed within the rectus muscle. There was no diagnostics/troubleshooting performed. The surgeon revised the pump pocket during the elective replacement surgery on the date of this report and sent cultures of the pump pocket. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was (B)(6) and status included ¿alive- no injury.¿ no further complications were reported.

Manufacturer narrative:
H6: correction - device code c62897 has been added for product ID 8782 lot/serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned for analysis.

Manufacturer narrative:
Section d information references the main device. Other relevant components include: product ID 8782 ,lot/serial# (B)(6), implanted: (B)(6) 2013,explanted: (B)(6) 2020, product type catheter, ubd: 2015-04-26 UDI#: (B)(4), (&) product ID 8784, lot/serial# (B)(6), implanted: (B)(6) 2013,explanted: (B)(6) 2020,product type catheter. H3: evaluation of implantable pump serial number (B)(6) found the pump had reached end of service based on time progression, as expected. Evaluation of implantable catheter lot/serial# (B)(6) revealed damage to the sutureless connector (sc) consistent with explant damage. As received, analysis identified tissue or biological material inside the sc connector. Evaluation of implantable catheter lot/serial# (B)(6) identified a kink in the body of the catheter. H6: evaluation code-result 114 and evaluation code-conclusion 22 only apply to catheter product ID 8782 lot/serial# (B)(6). Evaluation code-result 213 and evaluation code-conclusion 67 apply to catheter product ID 8784 lot/serial# (B)(6) and the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative on 2020-mar-02. It was reported that the surgeon did not recall any difficulty with the procedure in 2013. There were no external/environmental/patient factors that may have caused or contributed to the event. The cause of the issues was not determined. The event was resolved. The device was going to be returned for analysis. No further complications were reported.